Event description:
Reportedly, the patient died after approximately a 5 month implant duration, which we learned about from voluntary MDR report. Hospital reports patient died from blood clots that had reached the brain, abruptly cutting of mi segments of cerebral artery in both the left and right brain. Dr states the clots were due to mitral regurgitation and the paravalvular leakage of the bioprosthetic mitral valve.

Manufacturer narrative:
Device not returned.